Event description:
A low reading issue was reported with the adc device. The customer reported receiving low sensor scans compared to another adc meter and lost consciousness. The customer indicated they were able to self-treat with insulin (dose/type unknown). No third-party intervention was reported. There was no report of death or permanent injury associated with this event. Sensor readings of 2.9 mmol/l, 2.9 mmol/, 3.1 mmol/l, and 2.8 mmol/l were compared to adc meter readings of 11.2 mmol/l, 11.7 mmol/l, 12 mmol/l, and 13.7 mmol/l. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A low reading issue was reported with the adc device. The customer reported receiving low sensor scans compared to another adc meter and lost consciousness. The customer indicated they were able to self-treat with insulin (dose/type unknown). No third-party intervention was reported. There was no report of death or permanent injury associated with this event. Sensor readings of 2.9 mmol/l, 2.9 mmol/, 3.1 mmol/l, and 2.8 mmol/l were compared to adc meter readings of 11.2 mmol/l, 11.7 mmol/l, 12 mmol/l, and 13.7 mmol/l. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and broken snaps was observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The broken snaps did not impact the sensor ability to generate an accurate glucose reading, therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.